Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used in the right kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip and a section of the balloon broke and was left inside the patient. The procedure was not completed due to this event and the patient was scheduled for another surgery on (B)(6) 2018 to remove the detached piece of the balloon. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported due to this event.

Manufacturer narrative:
Correction: b1: (adverse event/product problem) and b2: (outcomes attrib to adv event). Problem code 2907 captures the reportable event of distal tip detached. Investigation results: a visual examination of the returned complaint device found that the balloon was circumferentially torn at the distal of the proximal balloon bond. It was also noted that the distal tip of the catheter was broken and was detached from the rest of the device. The detached tip of the catheter and the manifold of the device were not returned for analysis. A microscopic examination found the site of the shaft break to be consistent with the manifold having been cut off. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used in the right kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip and a section of the balloon broke and was left inside the patient. The procedure was not completed due to this event and the patient was scheduled for another surgery on (B)(6) 2018 to remove the detached piece of the balloon. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported due to this event.